Event description:
Event description guidant received information that two weeks after the implant procedure, the patient with this implantable lead and pacemaker complained of chest pain. One week later, the lead was discovered to have loss of capture at maximum output. In addition, the r wave measurements had decreased since the implant procedure. Impedances were stable as was the lead's position as verified on x-ray.